Event description:
Customer called to report the pump's driver block appeared to have a missing clip. A replacement unit was requested. It was stated that the customer took a manual injection to treat the high bgs.